Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, it was reported that an occlusion alarm occurred. Reportedly, pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose level ranged from 273 mg/dl to 276 mg/dl.